Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the image will not display properly" on the heartstart xl. There was no reported pt involvement.